Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data that was collected from the device and have analyzed the data. The lead was oversensing.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular high voltage lead showed progressive threshold increase and loss of capture, which was suspected to cause episodes of ventricular tachycardia. The abandoned low voltage lead also displayed elevated thresholds. The old leads were cut and a new high voltage ventricular lead was implanted. No patient complications were reported as a result of this event.